Event description:
It was reported, the leads had shifted and were causing problems since (B)(6) 2011. The patient was having their leads replaced and battery moved (b)(46 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3986a60 lot# n280985, implanted: 2011 (B)(6), product type lead product ID, 3986a60 lot# n280985, implanted: 2011 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708360 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 3708360 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension. (B)(4).